Manufacturer narrative:
Unit received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with corroded battery tube, minor scratches on case, cracked case (battery tube) and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a critical pump error alarm. Customer's blood glucose was 115 mg/dl. It was reported that display screen showed a red x on it. The insulin pump will be returned for analysis.